Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 387ml fill 1: 2499ml drain 1: 2748ml fill 2: 2499ml drain 2: 1751ml fill 3: 2499ml drain 3: 2274ml fill 4: 2504ml drain 4: 5545ml fill 5: 2002ml the reported drain volume of 5545ml was 222% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 387ml fill 1: 2499ml drain 1: 2748ml fill 2: 2499ml drain 2: 1751ml fill 3: 2499ml drain 3: 2274ml fill 4: 2504ml drain 4: 5545ml fill 5: 2002ml the reported drain volume of 5545ml was 222% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.